Event description:
The patient received his scs system, including an ipg, on (B)(6) 2005. It was reported that the patient felt a very weak stimulation sensation. He is unable to establish telemetry between his ipg and charging system. The patient reported that he had gained weight and feels some puffiness around the ipg area. A new charging system was sent to the patient; however, it is currently undetermined whether the replacement charger resolved the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.